Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues with the sensor releasing correctly from the serter. Customer stated that one of the sensors it popped and the cannula dislodged from the sensor. He tried to reinsert it but the sensor got bent over. Customer's blood glucose was unknown. Customer stated the issue may have been caused by the serter. Customer is not returning the sensor for analysis.